Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/27/2023. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 11/19/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip of the hot jaw. No final testing was conducted due to the condition of the heater wire. No other visual defects were observed. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000332921 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. Insulation detached from heating element. There were no components of the device (metal/silicone) that came loose in the collection tunnel/inside the patient. Procedure completed with new device without any problems. The procedure was slightly delayed. No harm to the patient.